Manufacturer narrative:
Associated MFR: MFR 2916596-2020-01036 covers the reported history of driveline faults. Manufacturer's investigation conclusion: review of the submitted driveline photo confirmed the report of separation of the silicone at the distal end of the driveline repair site; however, a specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The account reported that the patient presented to the hospital with separation at the previous repair site. Review of the submitted photograph confirmed that the distal bend relief of gray shrink tube had fractured. No alarms were reported, and the submitted log file appeared to show the pump functioning as intended. The driveline was repaired with rescue tape, and the patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. Also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. IFU, patient instructions replaced hmii left ventricular assist device (lvad) percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Under "precautions," warns the user not to kink or bend the percutaneous lead. This section states to check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Additionally, the ¿precautions¿ section instructs the user to allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. "Care and inspection of your replaced percutaneous lead" instructs the user to check the entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a known history of driveline (dl) faults and short-to-shield had an external dl repair on their ungrounded cable and presented to the hospital with separation of the outer covering of their dl repair site. Their log files were sent in for review, but technical services did not find any unusual events. The site placed rescue tape. Technical services also noted that there was not enough room to perform another dl repair.